Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the device is not returning; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that intraocular lens was scratched. The product was in contact with the patient. Additional information was received, and it was learnt that scratch was observed when injected in the eye. The lens was removed and replaced in the same surgical procedure from patient¿s left eye. There was no incision enlargement, no sutures and no vitrectomy required. Reportedly another lens with same model and same diopter was used as replacement for the patient. Patient was doing well when discharged. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.